Event description:
It was reported that a chemical solution leakage from the inner bag occurred. Per the reporter, after mixing the medicine and putting it in the cassette, a leakage of the medicine was noticed. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: additional information is provided for h.2, h.3 and h.6. Three photos and one sample were received for evaluation. Visual inspection revealed the sample was received in used conditions, without its original packaging, decontaminated and inside plastic bag; no damage or defects were detected. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be manufacturing. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.